Manufacturer narrative:
Concomitant products: product ID 7434a, serial# (B)(4), product type programmer, patient; product ID 7424, serial# (B)(4), implanted: (B)(6) 1996, product type implantable neurostimulator; product ID 3586, serial# (B)(4), product type lead; product ID 7496-51, serial# (B)(4), product type extension. (B)(4).

Event description:
It was reported that there was a possible problem with the implantable neurostimulator (ins). It was reported that the patient met with the healthcare provider (hcp) the day prior to the report, as a new patient, and had the stimulator turned on for the first time in several years. The patient did not remember why he turned the device off several years ago. When the manufacturer¿s representative (rep) turned the device on the day of the report it was cutting in and out and they were not able to get good coverage. The patient was sitting there and would say yes it is stronger now and then now it is less strong, and she was not adjusting the device with the clinician programmer. The rep. Checked the impedances and they were all 15 milliamp (ma) except one was 17 ma. The impedances were 54-1679 ohms and did not change even when she tried to take the measurement at different times when the patient was and was not feeing stimulation. It was noted that 2 and c and 0 and 1 were showing ???¿s when she was taking impedances. When the rep. Interrogated the device it showed a different model than what was registered, but it was mentioned the patient had moved a lot. It was noted the hcp wanted to change out both the ins and the pump. It was reported the patient had been fine without using spinal cord stimulation (scs). The rep. Reported a longevity check showed 22 months left based on 24 hours a day, on the scs, but the battery was showing low. The rep. Stated the patient may still have the lead from 1996 but that while she was programming the patient in the room, the device was erratic. The patient would feel stimulation and then ¿boom¿ it was gone and two minutes later he would feel it again. The patient was sent home and was going to turn the ins on once he received a new pp to see how it would work for him. The patient was going to follow-up with the hcp regarding the next steps. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported it was still planned that the implantable neurostimulator (ins) will be replaced. It was noted the patient was given time to evaluate if they were getting relief or not. The ins was said to be at potential replacement, and the office will be scheduling a replacement though there is no date yet.

Manufacturer narrative:
(B)(4).